Event description:
Report received of a delay of critical therapy. At an unspecified time, channel c was programmed to deliver 0.2mg/kg/min of "double strength" epinephrine at a rate of 60ml/hr and the delivery was started. No further programming parameters were provided. At 1500, channel c sounded an audible alarm tone and the delivery stopped. During the alarm condition, the nurse noted that the pt's systolic blood pressure (sbp) decreased from 115mmhg to 70mmhg. Approx two minutes later, therapy was resumed using a replacement device. After the therapy was resumed, the pt's sfb increased to 120mmhg. No medical intervention were required. There were no reported adverse pt sequelae.